Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that he took a bolus and it went part way through and received the message. Customer also stated that the motor error alarm occurred when attempting to rewind and prime the insulin pump to deliver another bolus. Customer's blood glucose reading at the time of the call was 144 mg/dl. Nothing further was reported.